Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that the battery would need to be replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. The hcp reported that the patient couldn¿t connect the implant to an external device. The hcp noted that the patient needed an MRI since managing hcp wanted to implant another system. It was reviewed that the ins may be in overdischarge. Additional information was received from a manufacturer¿s representative (rep) on (B)(6) 2019. The rpe reported that he was with the patient and recovered the overdischarge via a physician mode recharge (pmr). The rep reported that the screen then went to end of service (eos) upon interrogation. The rep reported that the tablet ¿kicked him out¿ and the patient programmer (pp) wouldn¿t move beyond the eos screen. The rpe reported that he still had his clinician programmer and was able to read the battery and see MRI mode to determine full body eligible. The rep reported that the patient must have been on her third overdischarge for the ins to show eos already. No further complications were reported.